Manufacturer narrative:
Returned device was received in slightly worn physical condition. The top case was chipped and cracked. Evidence of reported problem in event log was found. During the evaluation of the device, the force was out of specifications at 5lbs was at zero from normal wear and calibration drift as the pump is over 7 years old. Recalibrating cleared the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump alarmed during a force sensor bgnd test. There was no reported adverse events.